Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00057 for the first event involving same patient. (Report will be filed on our quarterly alternate summary report, 4/30/10). It was reported that the md did an aortic valve replacement (avr) / coronary artery bypass graft (CABG) on (B)(6) 2010. The second intra-aortic balloon (iab) could not be advanced through the sheath. As a result, iab was removed, and another iab was opened and inserted without incident. There were no reported patient complications.